Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent in two pieces. The balloon was loosely folded and stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 86.9cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 17x4mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 20 x 4.00 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.